Event description:
Staff went to close the safety catch on the needle after a venipuncture when the safety failed to fully engage. As staff was attempting to engage the safety catch they heard the needle click in but something felt "off" and they ceased trying to engage the safety. Upon inspection of the needle staff noticed that the safety had become disconnected from the needle. There was no exposure and patient care was not compromised. Staff removed the box from service.